Event description:
A malfunction alarm was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The customer followed up, completed troubleshooting with technical support, and no further assistance was needed, leading to the case being closed.

Manufacturer narrative:
Duplicate of MFR#3013756811-2025-163401.